Manufacturer narrative:
Eval summary: the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during pre-op or general use.

Event description:
It was reported that the device was used during the laparoscopic endometriosis, the tip of the blade broke off and fell into the pt, and the piece was retrieved. There was no known pt consequence.